Manufacturer narrative:
No di and no PMA number available.

Event description:
It was reported that the patient presented to the operating room for a routine generator replacement procedure. During procedure, low impedance and high capture threshold were observed on the right atrial lead. It was noted that the physician elected to connect the lead to the new device, but to be used in vvi mode. The patient¿s condition was stable.